Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and booting was performed and passed. Functional tests were performed and passed all relevant tests. Performed manual functional "try it" tests were performed and passed. Open receiver case for internal visual inspection and passed. The speaker resistance was measured and found within specification. The receiver log was downloaded and reviewed finding no error related to the complaint, as user acknowledged alert after the initial vibration the allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.